Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system failed to detect instruments or the non-invasive patient tracker (nipt) in the field. The instruments and nipt were recognized by the system but did not appear in the tracking view as expected. Troubleshooting steps included checking emitter placement, checking the field for metal interference, and replacing the emitter, but the issue persisted. The em (electromagnetic) instrument interface was replaced, which resolved the issue. Additionally, it was noted that ports 5 and 6 on the original interface had amber leds lit, although they were not in use. There was no delay, and no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825, ubd: unknown, UDI#: unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The axiem break kit box was replaced and the system performed as intended. Codes: b01, c07, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) the 9735825 em interface (lot number: 603002080) was returned to the manufacturer for evaluation. It was reported that the em interface was tested and found to be in poor condition. Ports 5 and 6 immediately faulted with amber leds illuminated. The cable was also torn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.